Manufacturer narrative:
No button error alarm. However, insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. No unexpected beeping anomaly.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 127 mg/dl. Customer stated that she put the pump in her bra and then noticed that it started beeping and had a button error message. Customer also stated that the case broke and that is why the pump is in her bra. Customer does not have a back-up plan right now since she has not been on shots or injections for years. Customer was advised to contact her health care professional for a back-up plan and to visit the emergency room in case she needs insulin. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.